Event description:
The customer contacted baxter's (B)(4) regarding air in the patient line, which occurred on the homechoice at "connect yourself." The home patient (hp) stated she connected and noticed the patient line had about 5 inches of air in it. The hp stated the patient line primed to the top and after she connected she saw air in the line. The baxter technical service representative advised the hp to disconnect and start over with new supplies. The hp stated she would start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample or additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).